Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tah/lso; due to chronic pelvic pain/ sui. It was reported that following insertion the patient experienced pain, erosion, urinary problems and dyspareunia. It was reported that the patient underwent mesh excision on (B)(6) 2010 for dyspareunia, and on (B)(6) 2011 for dyspareunia and mesh erosion. (B)(4) ¿ urinary problems.